Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported particulate matter inside a revaclear max dialyzer. The customer reported that the particle was found on the inside of the top end of the dialyzer. This was noticed before use on patient. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed particulate matter under the header of the device. The particle was found to be adhered to the header/housing material. Microscopic inspection of the particle revealed a mass of brown fibers approximately 2.0mm in length. Fourier transform infrared spectroscopy (ftir) revealed that the particulate matter was consistent with cellulosic material. Polarized light microscopy was used to inspect the brown fibers. The fibers exhibited poor extinction in limited portions and no extinction in the remainder of the fiber. This is consistent with paper fibers. The particulate matter was identified to be a mass of paper fibers, possibly from a cardboard source. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.